Event description:
It was reported that there was a superficial suture abscess of the implantable cardioverter defibrillator (ICD) site. The patient observed pus draining from the incision site, swelling and tenderness. Examination of the site revealed a well closed incision line with the exception of a small area at the medial margin of the incision where a small scab was present. There was a nickel sized area of induration, erythema, and tenderness just above the opening. The patient was treated with oral antibiotics and the ICD system remains in use. No further actions are planned. No further patient complications have been reported as a result of this event. The patient was enrolled in the (B)(4) trial. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).